Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an orthopaedic surgeon carried out a complex procedure for midfoot with autogenous bone graft. While using the twist drill to drill the bone, the end of the drill broke off. The surgeon advised that it would compromise the procedure's effectiveness if he removed the drill end and mentioned that it would act as another screw and no harm would come to the patient. An image intensifier was used to check arthrodesis. The surgeon documented the incident in the notes and scrub nurse documented it in the care pathway. The device has been discarded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: hsz. Lot number on device report 129/000001 does not match with article number. Device is an instrument and is not implanted / explanted. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.